Event description:
It was reported that the patient had expired. Upon interrogation, the device was observed to be in backup vvi mode. Archive data showed that the device experienced a power-on reset during a hv shock delivery on (B) (6) 2010. It was suspected that there was arcing during the shock delivery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis verified that the device was in back-up mode (bvvi) upon receipt. The hv therapy was not programmed off after explant. Based on stored egms and diagnostics, it was concluded that the device entered bvvi when the device delivered a shock after explant. The device appeared to have been functioning normally before explant. Testing on the bench and on the automated test equipment detected no anomalies and the device met all specifications. It is concluded that the device was normal at the time of explant.

Event description:
During use in an operating room procedure, the unit began to emit excessive smoke near the unit itself and from the blanket on the pt. Unit was unplugged and removed from the room. The external case of the warmtouch unit was deformed on the lower left side. Upon examination, the clinical engineering dept found that a motor capacitor, mounted internally near the lower left side of the case, was mostly charred and had a hole in its side. The entire lower section of the capacitor was charred and the can had a burned hole leaving just ash accumulated inside the lower section of the capacitor. This appeared to be an outright failure of this component. We returned the device to the MFR under (B)(4) for a formal failure analysis. We contacted the MFR and filed a formal FDA complaint related to this failure. The MFR indicated that their MDR number is 2396999-2010-00959. As of this report date, we have not rec'd any info from the MFR.